Event description:
The device was applied during a right hemi-colectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
11/22/96- supplement report #1 submitted to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6.